Event description:
It was reported patient had a primary total hip replacement, doctor was unable to attain fixation with appropriate size broach therefore, he was unable to implant stryker accolade ii hip. This led to a delay in surgery of 10 minutes.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown broach being used with an unknown accolade ii hip stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock. Complaint history review: there have been no other events reported for the reported manufacturing lot. Visual inspection: the devices showed signs of normal wear/use. Dimensional inspection: not performed as the device was returned in a worn/used condition and therefore will not meet dimensional specifications. In addition, discussions with the sales rep disclosed that dr. Considers this event to be a non issue at this point as he is now satisfied with the fit of the accolade broaches. As stated below in the complaint history review, trend request has been submitted for a surgeon commonality for accolade ii broaches relative to stem seating/locking issues with dr. Functional inspection: not performed because the event occurred in vivo and therefore functionality could not be duplicated. The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information becomes available, this investigation will be reopened.

Event description:
Update from sales rep: during procedure, several different broaches were used and all of them had an issue. The surgeon and sales rep were concerned that all of the broaches in the instrument set were defective and will return them all.